Event description:
I got smooth saline breast implants under the muscle in (B)(6) 2004. I was told by my surgeon they were safe and would last a lifetime. During the past fifteen years, I have seen many doctors and had many tests. I am now unable to work, I am so sick. I need my implants removed but insurance does not pay. Autoimmune disease, ibs, fibromyalgia, depression, anxiety and heart palpitations. (B)(4).